Manufacturer narrative:
Info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since facility reported this event to co. Co has not received any further correspondence from facility about the device which was involved in the reported event. Unfortunately, since the device was not returned to co, co is unable to perform an analysis and provide a report to facility.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that a air leak was found three weeks after surgery. It was reported that during the surgery, the cartridge fell into the pt. The cartridge was retrieved from the pt. Two tr35b cartridges are being returned with the device.